Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise, pacing inhibition, and variances in impedances. The lead was going to be replaced and there was inquiry of replacing the device, part of the shortened replacement window advisory. The current voltage is 2.57 but was 2.65 v at 29 months. This patient is device dependant. Warranty was also addressed.

Manufacturer narrative:
Technical services advised the return of the products. Should additional information become available this event will be updated. The device was replaced and later returned for analysis over two years later. Detailed analysis is pending.

Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory the device underwent detailed analysis. Visual inspection found no anomalies. A review of the memory log noted all lead impedance measurements were overwritten due to the device not being returned for over two years after explant. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field allegations could not be confirmed through analysis.